Event description:
The customer stated liquid waste from an axsym analyzer splashed into the customer's eye while loading the waste container onto the analyzer. The customer was not wearing eye protection at the time of the splash. No medical treatment was obtained by the customer.

Manufacturer narrative:
(B)(4), use of device issue (B)(4), eye injury. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer was splashed in the eye with liquid while reconnecting the liquid waste connector to the quick disconnect kit fitting on an axsym analyzer. A historical data review did not identify any adverse or non-statistical trend of an axsym liquid waste container or quick disconnect kit issue, or an issue with liquid waste disposal. A product labeling review found the abbott axsym system operations manual contains adequate information for the described issue. No systemic deficiency was identified.